Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain in sides'), sarcoidosis ('autoimmune disorder type of disorder: sarcoidosis'), atrial fibrillation ('blood or heart disorder/condition type: atrial fibrillation'), hydrosalpinx ('reproductive system disorder or condition type of disorder or condition: fluid build up behind the essure implants in my tubes,endometriosis, ovarian cysts, hyperplasia, adenomyosis') and syncope ('fainting spells') in a 45-year-old female patient who had essure (batch no. 697774,678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sarcoidosis nos and heart disorder. Concurrent conditions included left lower quadrant pain, discomfort, adenomyosis, leiomyoma nos, ovarian cystectomy, cervix inflammation and nabothian cyst. Concomitant products included acetylsalicylic acid (aspirin) since 2016, bupropion hydrochloride (wellbutrin) from 2004 to 2014, ibuprofen from (B)(6)2017 to (B)(6)2019 and omeprazole (protonix) from 2002 to 2012. On (B)(6)2009, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"), 5 years 10 months after insertion of essure. On (B)(6)2017, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: fluid build up behind the essure implants in my tubes,ovarian cysts"). On (B)(6)2017, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: fluid build up behind the essure implants in my tubes,endometriosis, ovarian cysts, hyperplasia, adenomyosis"). On an unknown date, the patient experienced sarcoidosis (seriousness criterion medically significant), atrial fibrillation (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), syncope (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavier periods and blood clots"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), supraventricular tachycardia ("blood or heart disorder/condition type: svt"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), arthralgia ("joints pain/joints: wrists, fingers, ankles, toes, elbows"), back pain ("low back pain"), hyperplasia ("reproductive system disorder or condition type of disorder or condition: fluid build up behind the essure implants in my tubes,endometriosis, ovarian cysts, hyperplasia, adenomyosis,cysts"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: fluid build up behind the essure implants in my tubes,endometriosis, ovarian cysts, hyperplasia, adenomyosis") and cystitis ("bladder infection"). The patient was treated with surgery (full hysterectomy (B)(6)2017) with bilateral salpingectomy (B)(6)2008)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, perineal pain, arthralgia and back pain had resolved and the sarcoidosis, atrial fibrillation, hydrosalpinx, syncope, menorrhagia, vaginal haemorrhage, vaginal infection, supraventricular tachycardia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, female sexual dysfunction, polycystic ovaries, hyperplasia, adenomyosis, endometriosis and cystitis outcome was unknown. The reporter considered adenomyosis, allergy to metals, arthralgia, atrial fibrillation, back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, hydrosalpinx, hyperplasia, menorrhagia, pelvic pain, perineal pain, polycystic ovaries, sarcoidosis, supraventricular tachycardia, syncope, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion dates (B)(6)2009 and (B)(6)2010 the essure tubal occlusion device was inserted sequentially in the left fallopian ostia to its designated mark with 3 coils remaining in the uterine cavity. A second device was placed in the right fallopian tube with 2 coils remaining in the uterine cavity. Another expiration date was: oct-2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: no fluid flowing through my tubes.. Imaging procedure - on an unknown date: essure confirmation test(unspecified): result: total bilateral occlusion.. Ultrasound scan - on (B)(6)2013: the uterus is retroflexed. The uterine dimensions are 78 mm longitudinal dimension, 62mm in ap dimension and 66mm ill transverse dimension. Essure is seen in place.; on (B)(6)2014: moderate left sided hydrosalpinx.; on (B)(6)2017: heterogeneous endometrium suspicious for hyperplasia. Right ovarian "cysts" possibly physiologic in etiology. A follow up in 6 weeks is recommended to exclude other etiologies.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, polycystic ovaries, hydrosalpinx, hyperplasia, endometriosis, perineal pain lot number: 678818; manufacturing date: 2009-10; expiration date: 2012-10. Lot number: 697774; manufacturing date: 2009-12; expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. Events: bladder infection and fainting spells were added. Lab data was added. Concomitant drugs and historical conditions were added. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain in sides"), sarcoidosis ("autoimmune disorder type of disorder: sarcoidosis"), atrial fibrillation ("blood or heart disorder/condition type: atrial fibrillation") and hydrosalpinx ("reproductive system disorder or condition type of disorder or condition: fluid build up behind the essure implants in my tubes,endometriosis, ovarian cysts, hyperplasia, adenomyosis") in a 45-year-old female patient who had essure (batch no. 697774, 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included left lower quadrant pain, discomfort, adenomyosis, leiomyoma nos, ovarian cystectomy, cervix inflammation and nabothian cyst. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"), 5 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: fluid build up behind the essure implants in my tubes,ovarian cysts"). On (B)(6) 2017, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: fluid build up behind the essure implants in my tubes,endometriosis, ovarian cysts, hyperplasia, adenomyosis"). On an unknown date, the patient experienced sarcoidosis (seriousness criterion medically significant), atrial fibrillation (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), supraventricular tachycardia ("blood or heart disorder/condition type: svt"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), arthralgia ("joints pain"), back pain ("low back pain"), hyperplasia ("reproductive system disorder or condition type of disorder or condition: fluid build up behind the essure implants in my tubes,endometriosis, ovarian cysts, hyperplasia, adenomyosis") and adenomyosis ("reproductive system disorder or condition type of disorder or condition: fluid build up behind the essure implants in my tubes,endometriosis, ovarian cysts, hyperplasia, adenomyosis"). The patient was treated with surgery (full hysterectomy ((B)(6) 2017) with bilateral salpingectomy ((B)(6) 2008)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, perineal pain, arthralgia and back pain had resolved and the sarcoidosis, atrial fibrillation, hydrosalpinx, menorrhagia, vaginal haemorrhage, vaginal infection, supraventricular tachycardia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, female sexual dysfunction, polycystic ovaries, hyperplasia, adenomyosis and endometriosis outcome was unknown. The reporter considered adenomyosis, allergy to metals, arthralgia, atrial fibrillation, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, hydrosalpinx, hyperplasia, menorrhagia, pelvic pain, perineal pain, polycystic ovaries, sarcoidosis, supraventricular tachycardia, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion dates (B)(6) 2009 and (B)(6)2010. The essure tubal occlusion device was inserted sequentially in the left fallopian ostia to its designated mark with 3 coils remaining in the uterine cavity. A second device was placed in the right fallopian tube with 2 coils remaining in the uterine cavity. Another expiration date was: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: no fluid flowing through my tubes.. Ultrasound scan - on (B)(6) 2013: the uterus is retroflexed. The uterine dimensions are 78 mm longitudinal dimension, 62mm in ap dimension and 66mm ill transverse dimension. Essure is seen in place.; on (B)(6) 2014: moderate left sided hydrosalpinx.; on (B)(6) 2017: heterogeneous endometrium suspicious for hyperplasia. Right ovarian "cysts" possibly physiologic in etiology. A follow up in 6 weeks is recommended to exclude other etiologies.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, polycystic ovaries, hydrosalpinx, hyperplasia, endometriosis, perineal pain lot number: 678818 manufacturing date: 2009-10 expiration date: 2012-10. Lot number: 697774 manufacturing date: 2009-12 expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain in sides"), sarcoidosis ("autoimmune disorder type of disorder: sarcoidosis"), atrial fibrillation ("blood or heart disorder/condition type: atrial fibrillation") and hydrosalpinx ("reproductive system disorder or condition type of disorder or condition: fluid build up behind the essure implants in my tubes,endometriosis, ovarian cysts, hyperplasia, adenomyosis") in a (B)(6) female patient who had essure (batch no. 697774, 678818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included left lower quadrant pain, discomfort, adenomyosis, leiomyoma nos, ovarian cystectomy, cervix inflammation and nabothian cyst. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"), 5 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: fluid build up behind the essure implants in my tubes,ovarian cysts"). On (B)(6) 2017, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: fluid build up behind the essure implants in my tubes,endometriosis, ovarian cysts, hyperplasia, adenomyosis"). On an unknown date, the patient experienced sarcoidosis (seriousness criterion medically significant), atrial fibrillation (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), supraventricular tachycardia ("blood or heart disorder/condition type: svt"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), arthralgia ("joints pain"), back pain ("low back pain"), hyperplasia ("reproductive system disorder or condition type of disorder or condition: fluid build up behind the essure implants in my tubes,endometriosis, ovarian cysts, hyperplasia, adenomyosis") and adenomyosis ("reproductive system disorder or condition type of disorder or condition: fluid build up behind the essure implants in my tubes,endometriosis, ovarian cysts, hyperplasia, adenomyosis"). The patient was treated with surgery (full hysterectomy ((B)(6) 2017) with bilateral salpingectomy ((B)(6) 2008)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, perineal pain, arthralgia and back pain had resolved and the sarcoidosis, atrial fibrillation, hydrosalpinx, menorrhagia, vaginal haemorrhage, vaginal infection, supraventricular tachycardia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, female sexual dysfunction, polycystic ovaries, hyperplasia, adenomyosis and endometriosis outcome was unknown. The reporter considered adenomyosis, allergy to metals, arthralgia, atrial fibrillation, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, hydrosalpinx, hyperplasia, menorrhagia, pelvic pain, perineal pain, polycystic ovaries, sarcoidosis, supraventricular tachycardia, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion dates (B)(6) 2009 and (B)(6) 2010. The essure tubal occlusion device was inserted sequentially in the left fallopian ostia to its designated mark with 3 coils remaining in the uterine cavity. A second device was placed in the right fallopian tube with 2 coils remaining in the uterine cavity. Another expiration date was: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: no fluid flowing through my tubes. Ultrasound scan - on (B)(6) 2013: the uterus is retroflexed. The uterine dimensions are 78 mm longitudinal dimension, 62mm in ap dimension and 66mm ill transverse dimension. Essure is seen in place.; on (B)(6) 2014: moderate left sided hydrosalpinx.; on (B)(6) 2017: heterogeneous endometrium suspicious for hyperplasia. Right ovarian "cysts" possibly physiologic in etiology. A follow up in 6 weeks is recommended to exclude other etiologies. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, polycystic ovaries, hydrosalpinx, hyperplasia, endometriosis, perineal pain. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs & mr received : case has been upgraded to valid and incident. Event injury nos was replaced with new events. Events added - pelvic pain, menorrhagia, vaginal bleeding, vaginal infection, sarcoidosis, supraventricular tachycardia, atrial fibrillation, nickel sensitivity, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, apareunia, perineal pain, joints pain, back pain, hydrosalpinx, polycystic ovary, hyperplasia, adenomyosis, endometriosis. New reporter and consumer address were added. Patient demographic details and lot number were added. Events onset dates were added. Outcome of events pelvic pain, perineal pain, back pain, joint pain were updated to recovering/resolving. Concomitant conditions and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.